Event description:
Patient reported the infusion device turns off unexpectedly without providing a warning or error message. Patient has replaced the batteries regularly. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The investigations showed that the battery acid leaked out of the battery. The acid led to corrosion on the battery contacts and to a power interruption. The insulin pump couldn't be started up because of the corroded battery contacts.